Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated he seen that the seat frame was broke along the tubular part of the seat fame on the right of where the recline actuator attaches.